Event description:
Pt in cardiac cath lab. When balloon passed over wire it accordioned when it encountered a "bump" in wire. Balloon and wire remove w/new products used without problem. No injury - prolonged procedure.